Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure; the clips were scissoring and/or falling out of the jaws. No piece was in the patient. The case was completed with another device of the same product code. No other information was available. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct or artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Yes, outside of patient, but result is not known the analysis results found that the device was returned with the shaft bent, the jaws were found to be misaligned and the cam was noted to be damaged. The device was tested for functionality; upon evaluation the device was cycled, fed and formed six scissored clips due to the condition of the jaws and cam. Finally the device locked out as intended. Possible causes for the found damage of the jaws and the cam may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Possible causes for the shaft condition found may be if the device is closed over an existing hard object such as a clip placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position. Additionally, excessive application of torque to the jaws when positioning the device on a vessel may result in the same finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.